Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. The device failed to convert patient's intrinsic rhythm. The patient expired. There was no allegation that the device caused or contributed to the patient's death. The cause of death was unknown.